Event description:
It was reported that the patient had visited the emergency room (ER) with hyperglycemia on (B)(6) 2026. The patient's blood glucose levels reached 400 mg/dl while wearing the pod longer than 48 hours on the back. The patient attempted to administer himself boluses but, since these had not lowered their glucose levels, they removed the pod prior to visiting the ER and were administered an insulin injection by their wife. Symptoms reported included headache (for which they took an ibuprofen) and a lack of energy. The patient¿s blood pressure was 83/49 and heart rate was 108. The patient was diagnosed with dehydration and was treated with rehydration fluids. The patient left the ER the same day.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.3. Hardware: iphone15.3. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.